Event description:
A report was received that the patient was experiencing procedural related pain at lead site in the neck area. A tumor was noted at the site as well. The patient's medication was changed and the event has not resolved.

Event description:
A report was received that the patient was experiencing procedural related pain at lead site in the neck area. A tumor was noted at the site as well. The patient's medication was changed and the event has not resolved.

Manufacturer narrative:
Additional information was received that the patient's symptoms have now resolved.

Manufacturer narrative:
Additional information was received that the patient was also experiencing swelling at the lead site.

Event description:
A report was received that the patient was experiencing procedural related pain at lead site in the neck area. A tumor was noted at the site as well. The patient's medication was changed and the event has not resolved.